Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles, an opening, crease fold, and wear abrasion. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement of the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported deflation and capsular contracture, baker grade IV. The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation and capsular contracture, baker grade IV. The device was explanted. This record is for the right side.